Event description:
During index procedure the patient had one assurant cobalt peripheral stent implanted to the right common iliac. Approximately 2 years and 8 months post index procedure the patient was rehospitalized due to right illiac occlusion. A fem/fem bypass was performed successfully. The patient recovered with treatment. Investigator indicated that the reported event was probably related to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (occlusion).